Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject bc190 flexitrunk infant nasal tubing to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the tubing of the bc190 flexitrunk infant nasal tubing was found torn during patient use. The healthcare facility also reported that the subject model number is not confirmed, bc190 flexitrunk infant nasal tubing is a placeholder. As a result, there was a loss of therapy leading to the patient desaturating. The patient was then given therapy using the f&p neopuff mask while replacement tubing was being prepared. F&p has requested further information about the reported event.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details are not received. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section h4: device manufacturer date details are not received correction: section b5: describe event or problem is updated with the correct device model number (confirmed during investigation). Section d4: model number & catalog number is corrected with the correct device model number. Method: the subject device, bc191-05 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device confirmed that tubing was stretched at the connector 12f flexitube end. Both the connector 12f flexitube(s) were observed to be detached from the tubing and missing. Conclusion: the cause of the reported failure was identified to be an application of excessive force which resulted in the reported failure. All bc191-05 bubble CPAP systems are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage to the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 flexitrunk infant nasal tubing system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 flexitrunk infant nasal tubing.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the tubing of the bc191-05 flexitrunk infant nasal tubing was found torn during patient use. As a result, there was a loss of therapy leading to the minor patient desaturating. The patient was then given therapy using the f&p neopuff mask while replacement tubing was being prepared.